Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that less than two weeks after implant, this right ventricular lead was found to be near the tricuspid valve and appeared to have dislodged. It was no longer sensing or capturing. This lead was repositioned and subsequent threshold measurements were excellent. No adverse patient effects were reported.